Event description:
It was reported that the wound healing in the two months since implant had been poor and the cardiac resynchronization therapy defibrillator system was explanted due to suspected pocket infection. The lead models are unknown. No additional adverse patient effects were reported.